Event description:
Customer's wife reports customer tested with a result of 100 mg/dl while using the advantage system. Wife reports customer went to make a sandwich and fell to the floor; was unresponsive. Results did not match symptoms. Wife reports she tried to give him sugar but could not get is into his mouth. Wife reports she gave him a shot a glucagon in the leg; became responsive and felt better 15 minutes later. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.